Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) did not treat the patient's ventricular tachycardia (vt) or ventricular fibrillation (vf) episode. The patient was externally rescued and was reported to be non-responsive but with stable rhythm and breathing. It was also reported that the right ventricular (rv) lead triggered an integrity warning for non-sustained high rate episodes and short ventricular intervals. The crt-d and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) did not treat the patient's ventricular tachycardia (vt) or ventricular fibrillation (vf) episode. The patient was externally rescued and was reported to be non-responsive but with stable rhythm and breathing. It was also reported that the right ventricular (rv) lead triggered an integrity warning for non-sustained high rate episodes and short ventricular intervals. The crt-d remains in use. No further patient complications have been reported as a result of this event.